Event description:
As reported, during a holmium laser lithotripsy in the upper ureter, the coating was damaged and separated from a hiwire nitinol hydrophilic wire guide upon insertion. No part of the wire guide separated in the patient. The wire guide holder was flushed with saline prior to removing the wire. The patient's anatomy was slightly tortious. A new same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, during a holmium laser lithotripsy in the upper ureter, the coating was damaged and separated from a hiwire nitinol hydrophilic wire guide upon insertion. No part of the wire guide separated in the patient. The wire guide holder was flushed with saline prior to removing the wire. The patient's anatomy was slightly tortious. A new same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record (DHR), quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, the file will be updated. In response to this incident, cook completed a review of the DHR. The wire guide is assembled and packaged by a supplier who completed a DHR review as part of their investigation detailed below. The incoming inspection records at cook were reviewed and the lot passed incoming inspection. A search of the complaint database found no other complaints reported for the associated complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. The customer supplied images showed cut damage to the polymer jacket of the wire guide. A review of the production processes by the supplier identified there is 100% visual inspections of the wire guides during manufacturing and packaging operations for obvious defects. Cook has concluded it is not possible to assign a definitive root cause for the complaint. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during a holmium laser lithotripsy in the upper ureter, the coating was damaged and separated from a hiwire nitinol hydrophilic wire guide upon insertion. No part of the wire guide separated in the patient. The wire guide holder was flushed with saline prior to removing the wire. The patient's anatomy was slightly tortious. A new same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. One hiwire nitinol hydrophilic wire guide was returned without its packaging. The coating appeared to have been peeled back approximately 40.5 cm from the flexible tip. The cook supplier of the device investigated the returned device with the following findings. After wetting the specimen with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented skive/cut damage to the polymer jacket 1.2cm proximal to and adjacent to a separation of the polymer jacket exposing 0.4 cm of the core wire. The specimen also presented a huge radius bend near the proximal end. Except where noted, the specimen device appeared visually and dimensionally correct. Instructions for use: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. A review of the device history record by cook and the supplier found no related anomalies. The information provided upon review of complaint file, device history record, complaint history and supplier investigation do not provide evidence that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook has concluded a specific cause of the complaint cannot be established based on the available information. It's not possible to rule out clinical and/or procedural factors have contributed to the damage as reported. Per the quality engineering risk assessment, no further action is required. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.